Manufacturer narrative:
Continuation of d10: product ID unk-nv-rebar (unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that during a mechanical thrombectomy procedure, the solitaire stent retriever that had obvious resistance during delivery in the middle segment of the rebar microcatheter and could not be delivered to the treatment location. The solitaire was withdrawn and noted to have obvious creases. The solitaire was replaced to complete the procedure successfully. No patient information was reported.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 4-20 stent device was returned for analysis inside a dispenser coil, in an inner pouch, a sealed biohazard bag, and a shipping box. The rebar catheter was not returned with the stent. Additionally, the catheter size was not reported. Therefore, any contributing factors from the catheter, including compatibility with the stent, cannot be determined. Damaged location details: the solitaire fr 4-20 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damages were noted. The stent¿s working and non-working length struts were in good condition. No irregularities were found outside the proximal marker, and no defects were found on the marker coil. No bends or kinks were found on the pusher, and no other anomalies were found. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint could not be confirmed, as the returned solitaire fr 4-20 stent device was not damaged. However, the root cause of the resistance failure could not be determined. Possible causes include vessel tortuosity, an incompatible or damaged catheter, or a lack of continuous flush with heparinized saline during delivery. Since the rebar catheter was not returned, and the size was not reported, any contribution of the catheter to the resistance failure could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.